Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an operation with a magnet over the implantable cardioverter defibrillator (ICD), the patient went into cardiac arrest. The magnet was removed and interrogation indicated four shocks were delivered with two failed. External shocks were delivered to resuscitate the patient. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient's spouse that the patient is deceased and had passed approximately four days post the previously reported nephrectomy procedure and cardiac arrest. The spouse indicated that the implantable cardioverter defibrillator (ICD) had "failed" and contributed to the patient's death.